Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported difficult to remove was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent tip mandrel removal, the tip of the device was inadvertently pulled as well; thus, resulting in the reported difficult to remove-tip mandrel and ultimately resulting in the reported stent premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 8x30mm absolute pro vascular self-expanding stent system (sess), when removing the tip mandrel resistance was noted and the stent partially prematurely released and flowered. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.